Manufacturer narrative:
Investigation is on-going. A supplemental report will be submitted upon conclusion of investigation. (B)(4). The facility name is (B)(6).

Event description:
A norwegian customer alleged the generation of false positive sars results for a patient when tested with the cobas liat sars-cov-2/flu, on cobas liat analyzer serial ID (B)(4). New collections were taken from the patient (patient a) and tested with different assays (in-house taqman e-gene coreman et al 2020 mp96/lc480 and cepheid sars-cov-2) and generated negative results. The patients medical doctor is informed of the negative test. The first positive result were sent to the patient's hospital journal, but was afterward corrected based on the evaluation of the amplification curves. The sample was collected in sigma transwab (B)(4). It was noted the patient was exhibiting symptoms. Through the course of the case evaluation, it was reported that another patient sample generated an alleged false positive sars result with the cobas liat sars-cov-2/flu. No details were provided to date regarding whether the results for this patient sample (patient b) was reported out.

Manufacturer narrative:
Through the course of the investigation, two samples were alleged to have generated discrepant results. One of the two alleged patient samples was identified to be close to the limit of detection (lod) of the test, based on the CT value generated. The differences seen between the cobas liat sars-cov-2 and influenza a/b test and the competitor test could be due to different sensitivities between the assays. Additionally, no product problem was identified during the investigation of the complaint kit lot (00625z). One of the alleged patient samples was determined to be false positive, associated with an abnormal pcr curve shape. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
Through the course of the investigation, one of the two alleged patient samples was identified to be close to the limit of detection (lod) of the test, based on the CT value generated. The differences seen between the cobas liat sars-cov-2 and influenza a/b test and the competitor test could be due to different sensitivities between the assays. Additionally, no product problem was identified during the investigation of the complaint kit lot (00625z). From the systems analysis, there is no systematic hardware issue on this analyzer and the photometer data do not indicate issues. Contamination of the system could not be ruled out though. A separate supplemental report will be submitted for the 2nd alleged patient sample; the investigation into this 2nd patient is still on-going. ----- (B)(4).